Manufacturer narrative:
Device evaluation completed on november 04, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm hps dv 420cc breast implant. In addition, the tubing was received with the device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 20, 2021 mentor became aware that the (follow up #: 4) missed reporting that the post up operation confirmed that the left implant was deflated. Manufacturer¿s reference number: (B)(4) left prosthesis was not deflated.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast augmentation primary with mentor smooth round high profile, 420cc, saline breast implants has experienced left-sided deflation post-operative. The issue was diagnosed through physical examination. As a result, patient underwent unilateral replacement with cat#: 3503420, sn#: (B)(4) on (B)(6) 2021.

Manufacturer narrative:
Updated device evaluation completed on (B)(6) 2022 the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm hps dv 420cc breast implant. In addition, the tubing was received with the device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on december 17, 2021 indicated that the patient also experienced bilateral ptosis. As a result, patient underwent bilateral mastopexy and bilateral augmentation with mentor saline prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on september 01, 2021: visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm hps dv 420cc breast implant. In addition, the tubing was received with the device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 21, 2021 mentor became aware that the follow up 4, reported incorrect information. Please disregard information in follow up 4, and 5. Manufacturer¿s reference number: (B)(4). The even: patient had breast augmentation primary and received two saline implants, during post-op examination, a deflation was diagnosed. As a result patient underwent unilateral replacement on (B)(6) 2021. The post up operation confirmed that the left implant was deflated.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).